Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed with the in-house contour next link 2.4 meter and in-house contour next test strips from lot # 2epeg02b using blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in weight section as the customer's weight was not provided.

Event description:
The customer reported that she obtained blood glucose readings of 568 mg/dl at 10:10 p.m. And 146 mg/dl at 10:11 p.m. With the contour next link 2.4 meter. The customer was experiencing symptoms of hyperglycemia which were described as headache, thirsty and tired. The customer stated that she took 40 units of additional insulin and felt better. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.